Event description:
The customer stated there was a burning smell coming from the pneumatic power supply on the beckman coulter lh780 instrument, which was not powering on. No death or injury requiring medical intervention is attributed to this cf; the operator did not seek medical attention. The customer did not report flames, arching or shock. A fire extinguisher was not used nor was the fire department called. Per field service engineer (fse) email, the compressor was replaced because it would drop below 40 during operation. Replacement of the tubing didn't help the 60 psi from dropping. The tubing was replaced because the tubing was worn and had a hole. It was vibrating against one of the cards. The root cause for the burning smell is unknown, the compressor was replaced and returned for evaluation. Lh series instruments are listed by csa international to the following product safety standards; (B)(4).

Manufacturer narrative:
(B)(4).